Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that they were unable to acquire a leads ECG waveform. The right limb lead was not working. There was no report of patient impact.